Event description:
It was reported that the broach handle stopped working.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Review of the device history records indicates the lot was manufactured and accepted into final stock on 05-mar-2012. There have been no other events for the lot referenced. The device was returned with the tip of the hook (cat. No.: 1601-1105) broken due to a sideways, off axis loading. The tip of the hook was not returned. The remainder of the returned device showed impaction marks typical of a device that has been in the field for over 3 years. The investigation determined the likely root cause of the event to be a sideways off axis overload condition. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the broach handle stopped working.